Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-apr-2024, it was reported that the patient faced an occlusion alarm. The patient changed the tubing and insulin was resumed successfully. No further information was available.